Event description:
Bjork-shiley prosthetic mitral valve implaned in 1982. In 2004, pt became dizzy, sob, and had chest pain/pressure. They were taken by ems to hosp's e.r. Where a tee and an echo were performed. They were transferred by helicopter to another hosp for an emergent mitral valve replacement. The pt suffered a cardiopulmonary arrest in the helicopter and CPR was performed until they arrived in the o.r. The bjork-shiley valve was explanted and a st. Jude valve was implanted. The pt was not able to be weaned from bypass and expired.